Event description:
It was reported that during follow-up in clinic, multiple episodes of inappropriate atp therapy were observed due to post-sense t-wave oversensing. Patient was admitted to the hospital for pneumonia. It is suspected that the patient may have had electrolyte imbalance at that time due to the condition. Patient will come back to the clinic in three months and will continue to be monitored.